Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Updated data: a2, b4, b5, b7, d3, d4(product catalog no, UDI no), d6.a (date of implant), g3, g4, g6, h2, h6, h10. This supplemental emdr represents the bard/davol ventralight st (device #2). An additional supplemental emdr was submitted to represent the bard/davol ventralex (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol ventralex and ventralight st on (B)(6) 2012 and/or (B)(6) 2015. As reported, the patient is making a claim for an adverse patient outcome against both devices. It is alleged that the patient sustained unspecified injuries on (B)(6) 2013. Attorney also alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: on (B)(6) 2012 - patient was diagnosed with incarcerated ventral hernia, thereby underwent open repair with implant of ventralex mesh (device 1). Per operative notes, "a small infraumbilical incision was made. The hernia sac was dissected out. A medium ventralex mesh (device 1) was placed intraperitoneally and secure it with sutures.¿ on (B)(6) 2013 ¿ patient was diagnosed with abdominal pain, and recurrent ventral hernia, adhesion, thereby underwent open repair with explant of ventralex mesh (device 1). Per operative notes, "a vertical incision was made above and below the umbilicus. There were adhesions between the omentum and the undersurface of the previously placed mesh. The hernia sac was dissected out. Previously placed old mesh was excised entirely. Primary hernia repair was done, and the defect was closed with sutures." On (B)(6) 2015 - patient was diagnosed with recurrent ventral hernia, adhesion thereby underwent open repair with implant of ventralight st mesh (device 2). Per operative notes, "a midline abdominal incision was made around the hernia defect. The hernia sac was dissected out. There was dense adhesions omentum, which were taken down sharply. A ventralight st mesh (device 2) was placed into the abdominal cavity and secure it with sutures."

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol ventralight st (device #2). An additional emdr was submitted to represent the bard/davol ventralex (device #1). Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol ventralex and ventralight st on (B)(6) 2012 and/or (B)(6) 2015. As reported, the patient is making a claim for an adverse patient outcome against both devices. It is alleged that the patient sustained unspecified injuries on (B)(6) 2013. Attorney also alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.